Event description:
It was reported that the patient had a power-on-reset (por) condition. It was noted that the right side implantable neurostimulator (ins) was off and the left side was working fine. It was noted that the patient had a return of pain. It was noted that the patient was not getting stimulation. It was noted that since (B)(6) 2014. It was noted that the por was cleared and the patient felt stimulation and the ins was working. It was noted that the patient had pain relief with the system again.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3987a, lot# lb8879, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3987a, lot# lb8879, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).